Event description:
It was reported that the artificial urinary sphincter (aus) had recurring incontinence due to a fluid leak from the device. The device was removed, and a new device was implanted. There were no patient complications reported.